Event description:
The customer reported problems with the monitor-error 1000. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.